Event description:
Customer reported that her precision qid meter would not turn on and she has not been able to test her blood glucose. She began to experience symptoms of hyperglycemia including dizziness, lightheadedness and "pain in arms." She admits these symptoms have "been occuring for a couple weeks." Additionally, she reports experiencing a seizure, being seen by her local physician and diagnosed with diabetic ketoacidosis. The report lists "glucose tabs" as the medication treatment used which is inconsistent with the medical complaint and diagnosis. No further treatment or additional information is reported. There was no report of death or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested for investigation and a replacement meter has been sent to customer. Due to the nature of the medical event a report is being filed.